Event description:
Customer reportedly received results of 32.9 mmol/l and 11.9 mmol/l within 10 minutes the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).